Event description:
It was further reported that the auxiliary power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.